Manufacturer narrative:
Manufacturer's investigation conclusion: a correlation between the device and the report of gastrointestinal (gi) bleeding could not be conclusively determined. Bleeding is listed in the instructions for use as a potential adverse event that may be associated with the use of heartmate ii left ventricular assist system. Gi bleeding has been previously investigated and will continue to be monitored through quality data reviews, which are conducted on production and post product signals to evaluate if products are conforming to product requirements. No further information was provided. The manufacturer is closing the file on this event

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
It was reported that the patient has had a history of gastrointestinal (gi) bleeding. The event date was not provided and has been estimated. This patient's gi bleeding has been occurring over the span of 5 years. The hospital did not provide previous dates for gi bleeding as they said it was not feasible for them to dig through the medical record to provide every past admission, but that they would notify abbott of any bleeds moving forward. No further information was provided.